Manufacturer narrative:
Device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (charger unable to recognize or charge a battery) was confirmed. As received, the charger/modem was resetting. Upon evaluation, the q1 component on the bedside board was thermally damaged, the u13 component on the bedside board was internally shorted and there was liquid contamination on the battery board. The cause of the resets is the damaged components and the contaminated battery board. The root cause of the defective components was unable to be positively identified. The root cause of the contamination was the ingress of an unknown liquid. No adverse event resulted from the defective battery charger/modem.

Event description:
A us distributor contacted zoll to report that a patient reported that the battery charger/modem was unable to recognize or charge a battery. The charger/modem was returned for investigation.